Event description:
It was reported that the lead bipolar impedance was less than the unipolar impedance. Noise was observed on the atrial electrogram (egm). The lead remains in use and no intervention or reprogramming has been performed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.